Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: after the procedure. It was reported that one day post an uneventful right internal carotid artery stenting procedure, the patient experienced disorientation with weakness of her left upper extremity and inability to move her left lower extremity. The patient's symptoms improved the following day, and it was reported that the symptoms may have been related to metabolic problems with the dye and hypertension. The patient was transferred eight days later to a rehabilitation facility. Although requested, there is no additional information available.

Manufacturer narrative:
The device remains in the patient. Review of the lot history record did not reveal any non-conformities which could have contributed to this complaint.